Manufacturer narrative:
The returned ipg was analyzed, passed all tests performed, and exhibited normal device characteristics. The allegation of ipg is having difficulty charging was not confirmed. The ipg passed all testing and exhibited normal device characteristics. However, an analysis of the data log revealed that prior the explant procedure, there were charging issues due to the thermistor being triggered multiple times and poor charger-ipg alignment. These factors are known to contribute to charging difficulty when users don't follow the instructions for use (IFU).

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Event description:
It was reported that the patient was experiencing difficulty charging the implantable pulse generator (ipg). The patient underwent an ipg replacement procedure and was doing well postoperatively.

Manufacturer narrative:
Block b3: exact date unknown, event occurred three weeks after the implant procedure from date manufacturer was made aware.